Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient presented to the doctor for the treatment of severe back pain. On (B)(6), 2009, the doctor performed a right side hemilaminectomy and microdiscectomy on the patient from l5-s1, during which rhbmp-2/acs was used. Post-operative visits were done with the doctor and the patient's pain did not diminish and was not helped by the surgery. Within three months of the surgery, the patient's pain was worse than ever before. The doctor's response was to recommend more surgeries. On (B)(6) 2010, the doctor performed an axial lumbar interbody fusion on the patient from l5-s1, during which rhbmp-2/acs was used. Following this second surgery, the patient's leg pain, which had been located solely in her legs, moved to her lower back and was constant. Post-operative follow-up visits at cast were continued, and the doctor recommended more surgery. Doctor performed a left si joint fusion on the patient, during which rhbmp-2/acs was used. Following this third surgery, the patient was no longer able to sit down because of the extreme pain she experienced. During follow-up visits, the doctor told her to ¿carry a pillow around¿ to sit on and relieve her pain. The patient now experiences constant, severe pain that has rendered her unable to perform the duties of her job. Further, she experiences difficulty with any activity that requires bending her back/torso, and has difficulty staying seated.